Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code 2017 clarifier: guide wire / fdw selection incorrect

Event description:
It was reported that the procedure was to treat the left superficial femoral artery with moderate calcification and no tortuosity. The emboshield nav6 embolic protection system (eps) was placed in the proximal popliteal and the barewire was exchanged for the viperwire. Atherectomy was performed with a non-abbott atherectomy system. Upon retrieval of the emboshield, there was difficulty getting the filter all the way into the retrieval catheter as the filter was full. The filter was about 90% inside the retrieval catheter. The whole system was being removed and at that time the filter came off of the viperwire and had to be retrieved via snare. There were no adverse patient sequela. There were no issues with the vipewire during use, there was no damage noted to the wire. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem could not be confirmed due to the condition of the returned device. The filter dislodgment was confirmed as the filter was not returned on a wire. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, the reported difficulties were related to circumstances of the procedure. It is likely that the reported retraction problem was due to an excessive embolic load preventing the filter from fully collapsing into the retrieval catheter resulting in damage to the filter assembly and dislodgement of the filter from the viper wire. As a result, unexpected medical intervention was required to retrieve the dislodged filter with a snare device. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element". In this case, the difficulties appear to be related to circumstances of the procedure based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.